Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history (exact time was not provided) is as follows: bg (mmol/l): 8.6, (mg/dl): 155. Bg (mmol/l): 18.0, (mg/dl): 324. Bolus (u): bolus (exact dosage was not provided). About two hours later, her bg was still high (exact bg level was not provided). She decided to remove the pod and then she noticed the cannula looks like its bending toward the inside of the pod. She was able to lower her bg to 9.6 mmol/l (173 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.